Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited increased threshold and the patient experienced phrenic nerve stimulation. It was determined that the lead had dislodged. An explant and replacement procedure was planned. No further patient complications have been reported as a result of this event.